Event description:
It was reported that an alert for a long at/af episode was sent through merlin.net. Upon interrogation, the transmission appeared to be based on a previous episode. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.